Manufacturer narrative:
UDI related data quality updates only. Updates based on UDI/MDR data quality notification received on 13th dec 2024.

Event description:
During guided procedure for a planned implant at an edentulous region with a narrow ridge, it was found that the drill penetrated the buccal plate. Clinical review indicated that the drill had damaged the buccal bone during the third drill sequence. A review of the yomi system's log files did not indicate any system malfunction. Per review of patient scans, the implant was planned within 1mm of the buccal plate. The user removed the drill and the site was grafted. The patient left edentulous until an implant can be placed at a later time. No further injury or additional medical intervention was reported as a result of this event.